Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient lost stimulation. When the healthcare provider (hcp) checked the implantable neurostimulator (ins) it was at end of service (eos) and had a power on reset (por) 0x0 message. There was an eos/end of life (eol) message. The patient had the ins off when they went through a security system and then when they turned the ins back on it did not work. This occurred in (B)(6) 2015. There was a return of symptoms. The patient met with the manufacturer representative a little of a month prior and they had return of symptoms at that time; in (B)(6) 2015. There was increased pain. There was normal battery depletion. The device was planned to be explanted and/or replaced. It was pending discussion at their next office visit on (B)(6) 2015. The patient had not recovered and the symptoms/issue was ongoing. If additional information is received, a follow-up report will be sent.